Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
Philips supplied the customer with the part number to replace the ac power module. The customer ordered a new ac power module to resolve this issue. As of 06/29/10, there have been no further calls from this customer regarding this issue.